Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to elevated blood glucose levels. Customer self started on the pump and has not went through training on the pump yet. Customer is using the same setting that were used on previous non tandem pump. No further information on hospitalization was provided.